Event description:
User had issue with sodium values on this analyzer running lower than another analyzer at the site. Seven pt samples were involved. Two examples were provided. Sample 1 initial result was 132 mmol/l, repeat result was 138 mmol/l. Sample 2 initial result was 134 mmol/l, repeat result was 142 mmol/l. Results from this analyzer were reported, but the supervisor at the site determined that corrected reports weren't necessary. User did not know if any treatment was given based on the values as she did not have access to info regarding the pt's treatment. The field service rep determined the mixing tower's mix/dry port was clogged and replaced the mixing tower. Performance tests were performed.